Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. During the investigation of the device, it was confirmed that two holes were found in the connector. It is not clear how the holes occurred; therefore, it is not possible to determine a root cause. It is possible that these holes could have been made when the catheter was being attached and tied in place. This, however, cannot be confirmed. Since a lot number was not provided, it is not possible to conduct a review of the device history records. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that there was leakage from the splice between the connector and the catheter.